Event description:
It was reported by svc report brakes were not holding properly at the foot end. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: worn brake plate kits.